Event description:
Patient had spaceoar vue implanted transperineally on (B)(6) 2024, and by (B)(6) 2024 the patient complained of constipation and a "lump" behind his testicles, pain. Admitted to the hospital on (B)(6) 2024 for imaging, I&d (incision and drainage), antibiotics, and observation. Transperineal fluid seroma cultured, anaerobic: prevotella loescheii moderate growth beta lactamase positive aerobic abscess smear and culture: escherichia coli heavy growth staphylococcus epidermidis light growth CT result: inflammatory changes are noted at the partially imaged ischioanal fossa /perineum. No drainable loculated fluid collections identified within the image field of view. Prostatomegaly. Status post space oar placement.